Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided; the photo shows the handle of a device from the bottom view. A yellow piece of what appears to be plastic can be seen between the firing trigger and the safety. The device analysis found that one plee60a device was returned for analysis with a ecr60b cartridge loaded on the device unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when fire up the stapler it didn't work, it blocked and a yellow piece of plastic come out of the stapler handpiece. Procedure was delayed by approximately three minutes. Another device was used to completed the procedure successfully. There were no adverse consequences for the patient.